Event description:
Patient arrived to clinic on (B)(6) 2025 for problem visit regarding mobile power unit (mpu). Mpu with kink in the power cord and unit alarms when connected to wall power. Mpu replaced.